Event description:
A (B)(6) male admitted with hyponatremia and urinary retention. Bladder scan showed 700cc urine. Patient had a foley cath inserted for intermittent catheterization. 750cc urine emptied from the bladder. The nurse deflated the balloon and attempted to remove the catheter. The nurse reported the catheter was stuck in the penis and she was not able to remove the catheter. She contacted the physician who called a urologist. The urologist was able to remove the catheter. The balloon was completely deflated. Unsure why the catheter was not able to be removed. The urologist inserted an indwelling coude foley catheter. FDA safety report ID # (B)(4).